Manufacturer narrative:
Product has not been returned and no harm(s) reported. Therefore, a DHR review was completed for kit lot number k08a112203224m1 with 0 discrepancies found (all lots passed in total per the sampling plan). A review of existing capas, scars and ncmrs were completed and there are no prior records related to "false positive" failure mode for this lot. Kit lot number k08a112203224m1, has 0 additional complaints from this customer nor any other customer associated with a "false positive" failure mode prior to the reported receipt date of (B)(6) 2022. Based on review of the product's fmeas and risk assessment documentation, false positive test results are a known possible outcome regarding this issue under evaluation, refer to fmea-001 and fmea-004. The complaint rate for "false positive" is under the expected threshold of 2% (label claim)/1% (internal warning limit). According to the failure rate (0.002%) for this lot, the number of false positives (1-total alleged false positive devices reported from lot) in relation to the total lot quantity produced (41,000) is under the expected threshold. Kit lot# k08a112203224m1 DHR review reference: sample vial lot DHR review: 2202500, 2202462, 2203190, 2203101, 2203231 (associated internal lot # 220124-1z, 220124-4f, 220124-4j, 220124-4u, 220124-7l) test lot dhrs review: 2203095, 2203143, 2203194, 2203193, 2203192, 2203195, 2203195, 2203193, 2203192, 2203198, 2203280, 2203283, 2203283, 2203283 (associated internal lot # 220305-3o, 220305-6s, 220305-9h, 220305-6z, 220305-6w, 220305-9c, 220305-9d, 220305-9a, 220305-6y, 220305-9o, 220305-12s, 220305-15c, 220305-15d, 220305-15b). Based on the limited information available, root cause cannot be determined. Potential root causes include but are not limited to: environmental contamination, low viral load, and/or device failure. Lucira health will continue to monitor trends related to false positive results in accordance with post-market surveillance process. A supplemental report will be filed if any further investigation and/or additional information is obtained. Based on the complaint review, no harm was reported within the complaint. This device is marketed under (B)(4) check-it. Expiration date of kit lot number k08a112203224m1-02/09/2023.

Event description:
One device reported as having an alleged false positive result. The complaintant reported that an individual performed a lucira test (kit lot number k08a112203224m1) with a postitive result. The customer retested with an accula (pcr) test with a negative result.